Manufacturer narrative:
It was reported that during a valve sparing aortic root replacement procedure, the surgeon used the skin marker (from the custom surgical pack) on a 26 mm gelweave valsalva graft. Per report, when the surgeon used a hand held ophthalmic cautery (unidentified make and model; not from the custom surgical pack) to create an opening in the graft, the ophthalmic cautery touched the marking on the graft and almost immediately, a small flame occurred. No further details were provided related to the markings placed on the graft. Per report, at the time of the incident, the graft was not in the patient, nor did the patient suffer any harm or injury. Reportedly, it was hypothesized that the skin marker that was used to draw on the graft could have contributed to the occurrence of small flame during the procedure. No impact to the patient, the staff, the procedure, or the total length of the procedure was reported. There was no serious injury, follow up care or medical intervention reported related to the event. Due to the reported incident of small flame and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an unidentified make and model of ophthalmic cautery touched the marking (drawn using the skin marker from custom surgical pack) on the graft and a small flame occurred.